Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line which was not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced an upstream occlusion alarm during testing. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant air in line alarm. There was no patient involvement. During evaluation of the returned spectrum infusion pump device it experienced a false upstream occlusion alarm on (B)(6) 2019. No additional information is available. No additional information is available.